Event description:
It was reported the customer had a blank display on their insulin pump. Customer's blood glucose was 300 mg/dl at the time of the call. The customer has not treated for their high blood glucose. Troubleshooting did not occur because the customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.